Event description:
Implant didn't achieve osseointegration, sinus perforation, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, mobility. Too little remaining bone after sinus lift.